Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ also, from tandem's t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles coming from the cartridge and into the tubing. Reportedly, the customer continued to see air bubbles even after fill tubing to prime the air out and changing the cartridge. It was noted that the cartridge was filled with cold insulin. The customer's blood glucose (bg) level was in the 300's (mg/dl) and as high as 465 mg/dl. The customer addressed their bg level with a correction bolus and manual injections. It was noted that the customer was feeling nauseous. Reportedly, the contact stated that the luer lock connection disconnected and that the contact used tape to keep the luer lock connection connected. The customer loaded a new cartridge, filled tubing with visible air bubbles, and continued insulin therapy.